Event description:
It was reported that the 9900 system would lock up, continued the fluoro beep, and swap upside down. This was used in an animal lab. No injury.

Manufacturer narrative:
The service rep stood by customer while the system was in use. System did not fail during time on site. He turned on the external monitor feature for sales. Sales decided to cancel the service call since system is manageable and no longer acting up. They would prefer to no longer reload software onto the system as suggested.